Event description:
The customer alleged they received a questionable ammonia result on their c501 analyzer. The patient's sample was aliquoted into a false bottom tube before testing. The initial ammonia result was 202.4 umol/l. The result was telephoned to the doctor whom immediately questioned the result. The customer stated the initial result was held by the cobas it 3000 and not officially released from the laboratory. The customer stated the sample was repeated about 20 minutes later. The repeat results were 64.7 umol/l and 63.5 umol/l. The doctor was contacted and was happy with the amended result. As a precaution, another sample was taken from the patient and measured in duplicate. The results agreed with the re-runs of the first sample and were around 60 umol/l. The patient did not have its treatment altered in any way in response to the discrepant result. The ammonia reagent lot number was 653922 and the expiration date was 05/30/2013. The reaction monitor for the discrepant result was overlaid onto the repeat results and showed similar kinetics.

Manufacturer narrative:
The investigation determined this issue is most likely due to decomposition of the reagent. The workaround is to mix and recalibrate the reagent cassette prior to performing any measurements. In addition, the customer set up a rule in their software which will trigger a rerun if initial ammonia results are too high.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.